Manufacturer narrative:
Result: spring spacer.

Event description:
It was reported by service report that the pt right side rail would not latch. No pt involvement or adverse consequences are reported.